Event description:
A pt who was introduced to an induo insulin doser with novolog penfill insulin in 2002 for type I diabetes, experienced erratic blood glucose levels for 2 days in 2003. The induo was delivering inconsistent amounts of insulin. Sometimes when pt did the one unit air shot one drop would come out and other times up to six drops would come out. For 2 days blood glucose levels were mildly elevated (120-150mg/dl) and on a few occasions pt experienced mild asymptomatic hypoglycemia (50-60 gm/dl). At 9:45 p.m pt ate some fruit and at 11:15 p.m. Blood glucose level was 260 mg/dl. At that time pt administered their sliding scale dose of 7 units of novolog penfill insulin with the induo. At 3 a.m. Pt had a seizure, which was witnessed by spouse. The paramedics were called and when they arrived pt was semi-conscious and blood glucose level was 20 mg/dl. Pt was given intravenous dextrose and within a few minutes pt was awake and alert. Pt was transported to the hosp where blood glucose level was 120 mg/dl. They were observed in the emergency room for a few hours and sent home without further treatment. Since pt has been home they have administered their novolog penfill insulin with conventional insulin syringes and blood glucose levels have remained normal. The pt performed an air shot before each injection and changed the disposable needles with every injection. The device in question passed the function check. Pt stated that normally their blood glucose levels are very tightly controlled (hba1c in 2003 was 5.5%). Pt has had hypoglycemic episodes in the past but has never had seizures or lost consciousness. They had a baby three weeks before the event and sleep schedule and meal schedule has been distrupted, although pt been eating regular meals. Pt has not had any increase in activity and has no history of renal or hepatic disease. Pt does not take any beta blockers and has no history of autonomic neuropathy.